Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
During remote monitoring, the device delivered an inappropriate shock in response to an episode of supraventricular tachycardia. Reprogramming is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.